Event description:
It was reported that the patient had an implant loosen after lumbar interbody fusion. The patient underwent a revision surgery.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without add'l prod info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.